Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the on/off charge-pak flex cable assembly was crumpled and not attached to a tab. The cable-mounted plug connector, designator p506 on the on/off charge-pak flex cable assembly was disconnected from the analog pcb assembly (pcb-mounted jack connector, designator j506). In addition it was observed that the charge-pak well spring was not in its cradle, but was bent/twisted out of position. This caused the device not to power on, and not to charge and shock defibrillation energy. From the damage, it is likely that the customer opened the device and reassembled the device incorrectly. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device of one of their customers showed the charge-pak icon in the readiness display and did not have audio (no voice prompts). During device evaluation, physio-control observed that the device could not be powered on anymore. There was no patient use associated with the reported event.